Event description:
This is a report of a leak out of the patient line that occurred during use by a patient during the prime for peritoneal dialysis therapy. The technical service representative assisted the care giver with opening the cassette door and advised to start over with new supplies. During the follow up, the patient stated that the fluid was spraying out of the patient line near the homechoice device, resembling an upside down shower. The patient was able to complete therapy with new supplies and had no other issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.